Manufacturer narrative:
Device passed displacement test and self test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call post reset ram crc alarm and beep anomaly on the insulin pump. Troubleshooting was performed. The insulin pump would not stop beeping and the post reset ram crc error alarm occurred after a battery change. Customer advised the issues remained unresolved. The insulin pump will be returned for analysis.